Event description:
It was reported to philips that the pins on the battery pca were stuck. The device was not in use on a patient. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 5 and 6 were found bent and permanently compressed. There was no other fault found with this battery pca.

Event description:
It was reported to philips that the pins on the battery pca were stuck. The device was not in use on a patient.